Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information, the cause of the separation is due to the supply bag falling and disconnecting. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) requesting assistance to end therapy on the homechoice (hc) machine, because the supply bag fell and the line disconnected during initial drain. The technical service representative (tsr) assisted the home patient (hp) in ending therapy. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up with the home patient (hp) regarding the connection issue, the hp stated that he did not remember the event, but added that he is doing fine. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.